Event description:
It was reported that the customer had two bent cannulas when he removed the last two sensors. Customer stated that the sensors became loose due to perspiration and he reattached them. Customer stated that he removed the last sensor when he had sensor glucose and blood glucose level issues. Customer was advised that the three sensors will be replaced as a one time courtesy without troubleshooting. Customer also reported he had cal errors and change sensor issues previously. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.